Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra meter does not power on. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 1x daily and manages her diabetes with nph insulin (20 units 2x daily). The patient's usual or expected blood glucose reads "108 mg/dl." The alleged issue began the (B)(6) 2012. It is not known if the patient made changes to her usual diabetes management routine. On the early morning of (B)(6), 2012, the patient claims she felt symptoms of trembling, sweating and chills. The patient ate a banana to try and help abate her symptoms. By 1130am that same day, the patient reportedly visited a clinic and obtained a blood glucose result of "500-510 mg/dl" with the clinic meter. A health care professional (hcp) administered the patient rapid insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. There was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.